Manufacturer narrative:
The field service engineer (fse) found a rinse nozzle was dispensing too high and adjusted the rinse levels. As a precaution, the fse replaced valves, cleaned the fluidic pathway, and checked various parts of the instrument. The customer performed qc and precision testing with acceptable results. No further information was provided for investigation. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for tina-quant hemoglobin a1cdx gen. 3 (a1cdx) on a cobas c513 analyzer. Discrepant results were provided for 1 patient sample. (B)(4). The a1cdx reagent lot number and expiration date were not provided.